Event description:
Medtronic received information from legal that approximately six years following the implant of this mechanical valve, the patient presented with shortness of breath and chest pains. During cardiac catheterization, a .014 inch pressure wire was used to cross the valve, causing the valve to close and stick shut with the wire in it. The patient went into ventricular fibrillation, CPR was initiated and the patient was immediately taken to surgery where the valve was replaced with a tissue valve. The patient recovered with no additional adverse effects. There was no allegation against the function of the explanted valve.

Manufacturer narrative:
No device was returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The IFU states: cardiac catheterization after implantation: a catheter passed through a hall, prosthesis will cause valvular insufficiency and may become entrapped and/or damage the valve mechanism. An alternate method of cardiac catheterization must be employed. Warning: valve dysfunction due to occluder impingement of any mechanical heart valve, whether caused by improper sizing, improper orientation, tissue interference, anatomical interference, suture interference, catheterization, or any other cause, may result in severe complications including patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.